Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the 1st clip dropped when it was fed into the jaws. The formation of the dropped clip was teardrop-shaped. Besides, clips were sometimes fed into the jaws sideways. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the clip fall into the patient?---yes. If so, was the clip retrieved? ---yes, with a forceps via a trocar. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? ---no information. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.